Event description:
Event description cpi received information that this implantable pulse generator (ipg) and lead exhibited a loss of capture and sensing with an inappropriately low lead impedance. The physician performed an invasive procedure. When the suture tie on the lead was removed, the physician noted normal capture and sensing. When the lead was flexed, he again noted a loss of capture. The lead was explanted and the ipg remains implanted.